Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell on the pump, and the touch screen became shattered and unresponsive. In addition, it was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level was 93 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.